Event description:
Patient was wearing the Pod on the arm for an unknown duration of use. Patient reported that the Pod was not adhering well to the skin and experienced blood glucose of 400 mg/dL. Patient subsequently sought medical attention on (b)(6) 2026 and was hospitalized for 2 days. Reported symptoms included confusion and dehydration. A diagnosis of diabetes with complications and hyperglycemia was provided. Treatment consisted of insulin administration via pen on the first day of hospitalization, followed by initiation of a new Pod on the next day. Patient was discharged on (b)(6) 2026. The Pod was removed and discarded at the hospital. No additional information was provided.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria.